Event description:
Reportedly, it is not possible to interrogate the device ICD. It was working just the rf function in the remote website. On (B)(6) 2024, the patient came in hospital due to a third av block with a frequency of 40bpm. The physician has tried to interrogate the device in order to program the r sensor and it could not do it. Then the physician has decided to upgrade the patient with a new system (a new atrial lead to correct the conduction problem and change the device with a new working one) the patient has not reported any external shock or interference or falls. In the past he reported similar problems with the interrogation, in fact we had some remote printing. The situation has became urgent due to the low frequency.

Manufacturer narrative:
The reported event was attributed to an internal interference that locked the circuit controlling the inductive telemetry function into a wrong state, leading to inductive telemetry deactivation. It should be noted that field safety notices were issued on platinium icds and crt-ds in (B)(6) 2016 related to the potential deactivation of the inductive telemetry function. The company has released a new software version (smartview 2.54) to prevent this issue from occurring. - recommendations of this field safety notice were as follows: - for future platinium implants: the ¿rf for remote monitoring¿ setting should remain programmed on, even if the patient is not enrolled in remote monitoring. Note that the ¿rf for remote monitoring¿ setting is turned on automatically when shocks are programmed on. -for patients already implanted with platinium devices: during the next followup, the ¿rf for remote monitoring¿ setting should be reprogrammed on, if it was previously deactivated. If you do not succeed in interrogating the device using inductive telemetry, please contact your livanova representative. In most cases, recovery of the inductive telemetry function will be possible through a dedicated procedure.